Manufacturer narrative:
(B)(4). Results of investigation: the reported issue of the ventilator resting was unable to be duplicated while in service. The memory board and power board was replaced as a pre-caution to address the reported issue.

Event description:
It was reported by the customer that the ventilator reset. There was no report of any patient involvement or patient harm associated with this complaint.